Event description:
It was reported that during a tka case using navio 7, doctor was unsatisfied with the femoral size generated and that a notch warning remained when downsizing. Also he didn't trust the gaps in flexion which were particularly large despite posterior resections and minimal deformity of the leg.

Manufacturer narrative:
The log files and case screenshots were reviewed and evaluated. We were unable to confirm the initial implant sizing because of a bug that captured a blank screenshot instead of the information. A separate complaint, (B)(4), was opened and is being investigated for this issue. The final plan was a size 5 femur and a size 3 tibia. The navio 7 software initially places the implant, first with the smallest implant size. The software then increases the size of the implant, one size at a time, until it finds the femur size that does not notch anteriorly, based on the notching region defined by navio. Navio does not look at the medial/lateral aspects of the defined bone or factor it into implant sizing. The notching region referenced is located 20mm proximal to the most superior aspect of the implant design. This region can be defined on either the high-confidence mesh defined by the surgeon, or the model generated by the system. In the defined region as described above, if navio finds that the implant placement and size selected is below the surface model, even at a singular point, the notch warning indicator turns on. It is recommended to paint the defined anterior cortex region, as noted by the light grey outline on the bone model in free collection. The notch warning could have been addressed by flexing the component in place instead of changing the placement in order to optimize the location based on flexion, within clinically acceptable boundaries. If the surgeon wants to be able to upsize the implant without notching, they can also posterior reference instead of anterior reference. After review of the screenshots, it was determined that navio functioned as expected in the initial implant sizing step. Navio provides an initial size and then it is the surgeon's responsibility to adjust the size and position of the implant based on the surgeon's discretion and preferences to best fit the patient. With a size 5, there was a notching warning on the femur. If the notch point was being taken from extrapolated bone model, we cannot be confident that it will or will not notch, even with the warning. The notch warning also could have been addressed by flexing the component in place instead of changing the placement in order to optimize the location based on flexion, within clinically acceptable boundaries. The navio software, irrespective of partial or total knee applications, through various iterations and versions, has always considered the stressed rom collection a joint laxity collection as the baseline upon which the simulated placement of implants is utilized to determine the expected gaps that will be present for the patient after the surgical cuts have been performed. Variability in joint tensioning during the stressed rom/joint laxity stage shall have an impact on the gaps depicted in the planning stage. The values of gap are always predicted based on the implant position that the surgeon plans to execute to. We recommend ensuring that during joint laxity collections, the surgeon in extension and flexion tensions the joint to an appropriate level as clinically acceptable to best predict the expected joint laxity post surgical cuts. Please note that osteophyte removal or ligament releases have an impact the joint laxity if they are performed after the tensioned rom has already been collected, which should be considered when evaluating gaps. We recommend removing osteophytes prior to performing free collection. Please reference the navio surgical system surgical technique for total knee arthroplasty for more information about osteophyte removal. If the bone model is painted to include the osteophytes, the user could be visualizing the implant on the osteophytes instead of the actual bone and cause the bone to appear larger than it is on the system. We also recommend to ensure that the user paints the bone thoroughly posteriorly and anteriorly so that the bone model most accurately represents the physical bone. Since the implant size, notch calculations, and more are determined from the collected bone model, the bone model becomes more accurate as the user paints more of the surface.